Manufacturer narrative:
Batch review performed on 30.07.2021. Lot 160758: 44 items manufactured and released on 20-05-2016. Expiration date: 2021-05-03. No anomalies found related to the problem. To date, 31 items of the same lot have been sold without a similar reported event since 2017. Clinical evaluation performed by medacta medical affairs manager: hip revision surgery performed 4 years and 8 months after cementless total hip arthroplasty in a (B)(6) year old man. No information concerning patient general health status and presence of comorbidities is available however bone alterations of unknown origin, including also signs of stress shielding, are visible in the radiographic images provided. Aseptic loosening is a possible literature described mid-term adverse event and causes are often unknown. The reason of this event cannot be determined. Pictures evaluation performed by medacta r&d hip project manager: looking at the image attached to the complaint it is visible the expianted stem assembled with ceramic femoral head. Both the stem and the head are covered with patient blood. It is recognizable that the whole ha on the stem body has been completely absorbed by patient bone as expected. Some sings and scratches are present on the stem neck part and on the head, probably due to revision surgery it is not possible to determine the route cause of the reported stem loosening.

Event description:
Revision surgery was performed 4 years and 7 months after the primary surgery due to aseptic loosening of an amistem-h 4 lat.